Event description:
A review of the pt's medical chart identified additional and new issues. On (B)(6) 2013, the pt was diagnosed with permanent nerve damage secondary to foot drop as an untoward effect of her previous surgery on (B)(6) 2013. (Reference MFR report 1627487-2012-06272, 1627487-2012-06273 and 1627487-2012-06838). The pt started outpatient rehabilitative services at this time to see if it would improve her ability to ambulate. On (B)(6) 2013, the pt stated her pain was a 9 on a 10 point scale and her scs system was not helping. On (B)(6) 2013, the pt was evaluated for revision of the stimulator. The pt stated, she has significant pain and hasn't felt well. On (B)(6) 2013, the pt was scheduled for lead revision. On (B)(6) 2013, pt presented with a hip problem. She fell 10 days prior causing pain at the ipg site. The ipg is located in her left hip. On (B)(6) 2013, the pt changed her mind and did not want an scs system any longer. She is requesting removal of her entire scs system. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.